Event description:
It was reported that the balloon was ruptured. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left forearm artery. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured when inflated for 30 seconds upon second inflation. The device was able to be removed without problem with the usual method and the procedure was completed with another of the same device. There were no complications reported and patient weas in good condition post procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).